Event description:
It is reported that insulin pump has physical damage. Case and thread is broken. No further information provided.

Manufacturer narrative:
Pump received with cracked display window, scratched display window, cracked belt clip slot near battery compartment, and cracked reservoir tube lip. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.